Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-oct-2023. The most recent information was received on 14-nov-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 366 days after essure (ess205) insertion, she experienced phlebitis ("phlebitis"), arthritis ("chronic inflammation of the joints"), tendonitis ("tendonitis"), amnesia ("loss of memory/loss of vocabulary") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. An unknown time later she experienced photosensitivity reaction ("photosensitivity") and eczema ("eczema"). The patient was treated with surgery (total hysterectomy and salpingectomy done on (B)(6) 2022). At the time of the report, the phlebitis, photosensitivity reaction, eczema, arthritis, tendonitis, amnesia, fatigue and weight increased were resolving. The outcome of medical device removal was unknown. No causality assessment was received for essure (ess205) with regard to phlebitis, photosensitivity reaction, eczema, arthritis, tendonitis, amnesia, fatigue, weight increased or medical device removal. The reporter commented: device removal in (B)(6) 2022 which required total hysterectomy and salpingectomy. Actions taken to treat the patient in the healthcare facility: comments: when are you going to take women¿s distress and symptoms seriously? I faced medical wandering for 17 years before realizing (that all my symptoms could be explained. Since the device removal, they have started to go away little by little, and I hope this will happen to all my symptoms (especially the highly debilitating joint pain and inflammation). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 366 days after essure (ess205) insertion, she experienced phlebitis ("phlebitis"), arthritis ("chronic inflammation of the joints"), tendonitis ("tendonitis"), amnesia ("loss of memory / loss of vocabulary") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced photosensitivity reaction ("photosensitivity") and eczema ("eczema") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy and salpingectomy done on (B)(6) 2022). At the time of the report, the phlebitis, photosensitivity reaction, eczema, arthritis, tendonitis, amnesia, fatigue and weight increased were resolving. No causality assessment was received for essure (ess205) with regard to phlebitis, photosensitivity reaction, eczema, arthritis, tendonitis, amnesia, fatigue, weight increased or medical device removal. The reporter commented: device removal in (B)(6) 2022 which required total hysterectomy and salpingectomy actions taken to treat the patient in the healthcare facility: comments: "when are you going to take women¿s distress and symptoms seriously? I faced medical wandering for 17 years before realizing (that all my symptoms could be explained. Since the device removal, they have started to go away little by little, and I hope this will happen to all my symptoms (especially the highly debilitating joint pain and inflammation)." Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.